Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. During oekg evaluation, oekg found that the foreign debris which appeared to be a white fibrous substance in the air/water nozzle and oekg concluded that the foreign debris did not originate from the olympus endoscope. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, past similar case and the information of the instruction manual, omsc surmised that since the user used gauze which generated lint and/or fluff during the reprocess, the lint and/or fluff entered into the air/water channel, then the lint and/or fluff came out from the air/water nozzle, consequently the lint and/or fluff was caught in the air/water nozzle. The instruction manual of the subject device states measures for reduction and prevention of the reported phenomenon. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The foreign debris appeared to be a white fibrous substance. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the foreign debris was found blockage and protruding from the air/water nozzle. There was no report of patient injury associated with the event.